Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10 trackwise # (B)(4). The lot # 25152118 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using ultima activator ii reusable drive mech, corrosion / rust formation in the treatment process by cssd. The device was not put into circulation by the employees of the cssd. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using ultima activator ii reusable drive mech, corrosion / rust formation in the treatment process by cssd. The device was not put into circulation by the employees of the cssd. No patient involvement.